Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced discomfort and presented to the clinic for follow-up. CT scan revealed a pericardial effusion. All electrical values for the right ventricular lead. Fluoroscopy revealed no lead anomalies. The lead was explanted and replaced on (B)(6) 2015. The patient was stable after the procedure.